Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 92% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician predilated with an unspecified balloon and then advanced the 2.5x12mm promus element stent to the lesion, but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that the stent had moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: a visual and microscopic examination of the crimped stent found that the stent has moved proximally 5mm on the balloon. The balloon section of the device was visually and microscopically examined and no issue was noted with the balloon profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device tip bond has stretched over a length of 8mm, starting 3mm proximal to the distal tip. The tip damage is likely to have been caused after the device was removed from the patient and the mandrel was reinserted through the device tip. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).